Manufacturer narrative:
Notes: 01/08/25 repair tech: mjo emf hp; cable, conn/gun cable crsn/rust worn overlay assembly. Continuous water leaking due to debris buildup in the water system not allowing the solenoid to close completely. Replaced damaged/worn components and recalibrated unit to factory specs. No handpiece received for evaluation. Hpc - 10240 qa by sk.

Event description:
While using a cavitron plus g136, they allege that they have lack of water flow and the handpiece is overheating, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.